Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 3mmx40mmx146cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another coyote balloon. There were no patient complications reported.